Event description:
Customer allegedly received the following results, with two different compact meters, within 10 minutes: 60 mg/dl (meter with serial number (B)(4)) and 120 mg/dl (meter with unknown serial number). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
This case, with patient identifier (B)(6) (meter with serial number (B)(4)), is related to case with patient identifier (B)(6) (meter with unknown serial number). Correct lot number and expiration date for suspect strips. Device received in a condition which made analysis impossible. Unable to test because strips had expired. Strips were expired at time of event.

Manufacturer narrative:
(B)(4).